Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a motor error alarm and off no power alert. The customer's blood glucose was 201 mg/dl at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother performed displacement test and the insulin did exit. The customer's mother performed plunger push and the insulin did exit. The customer's mother declined to troubleshoot for off no power alert. The insulin pump will not be returned for analysis.